Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: reporter email address unknown / not provided.

Event description:
It was reported that an implant at tooth site # 46 was removed due to a fracture at the implant collar. Procedure was not completed.